Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inadvertent infusion issue. It was reported that 0.05 units of 1.05 units were canceled for a bolus. A review of the bolus history confirmed the cancelled bolus. The reporter was unclear if the issue was a result of the patient leaning on the pump. The patient¿s reported blood glucose value was 181mg/dl with no symptoms and no impact on bg was noted. The reported bg level does not meet the animas criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, the pump¿s history was reviewed and verified 0.05 of 1.05 unit bolus on (B)(6) 2014 at 8:34pm. During testing, a 24 hour duration test was performed. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. During evaluation, the keypad was found to be intact. All buttons responded appropriately. The keypad was removed and no damage was found to button contacts. Evaluation revealed a cracked battery compartment with evidence of corrosion in the compartment. A leak test was performed and a leak was observed in the battery compartment. The pump was opened and no further evidence of moisture damage was found inside the pump. The inadvertent infusion issue was observed in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.